Event description:
It was reported that intra operatively during the placement of the lead, the lead dislodged before slitting. When repositioned and the catheter was slit, the lead dislodged again. Therefore, the lead and catheter were attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the lead partially in the returned delivery catheter. The lead was still inserted at 23.6 cm within the shaft of the returned delivery catheter. The proximal conductors were flattened at 13 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.